Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 600s mg/dl and the cause was not known. The infusion set site was changed and an insulin injection was administered to lower bg. As the event had occurred in the past, tandem technical support advised the customer to discuss it with a healthcare provider.